Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an impella patient suspected as enduring hemolysis during support. As treatment, haptoglobin was delivered.